Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. One opened probe was received with a tip protector, in a pouch, for the report of could not cut. The returned sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut. The sample was conforming for aspiration and was non-conforming for actuation. The sample was unable to be tested for cut functionality due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling and the needle holder pulled out of the retainer. Presence of adhesive was observed on the inner cutter and needle holder. The cutter/coupling adhesive bond fillet was visually inspected and found to be non-conforming. Only a small amount of adhesive was present on the needle holder. Gouges were observed at the cutting edge of the inner cutter. Gouges and wear marks were observed at multiple locations along the inner cutter. Orange/red foreign material was observed on the tip of the inner cutter. No wear marks were observed at the bend area. Gouge marks at one section along the inner cutter. A photo of the pak label is attached to the parent file and has been reviewed by the manufacturing site. The product and lot information seen matches what was reported. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation indicated that the returned probe had an actuation failure. The probe was unable to be tested for cut functionality, however, the observed actuation failure would have contributed to a cut failure as was reported. The root cause for the observed non-conformance is due to the separation of components within the probe. It appears that during surgical use the adhesive bonds failed causing the inner cutter to detach from the coupling and the needle holder to detach from the retainer. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedures have been reviewed and were found to provide adequate instructions to operators for the bonding process of the inner cutter to the coupling and of the needle holder to the retainer. The inner cutter / coupling adhesive bond fillet for the returned sample was non-conforming and only a small amount of adhesive was present on the needle holder. Therefore, investigation photos of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. Probe assemblies are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy probe could not cut but it was aspirating during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient.